Event description:
During preventative maintenance of the device, the user reported that the backup battery would not operate the system after unplugging it from the ac. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.